Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Revision of broken gamma nail, it broke at junction of nail and lag screw.